Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of rupture was reviewed on (B)(6) 2024. It is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Previous date provided in d9 was date photos were received. Physical device was received in lab on 22 feb 2024. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, broken device assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device has been explanted.